Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited disabled remote monitoring. Technical services (ts) indicated that device data was required to determine the cause and recommended if the patient was at risk of harm that the device could be replaced as soon as possible. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited disabled remote monitoring. Technical services (ts) indicated that device data was required to determine the cause and recommended if the patient was at risk of harm that the device could be replaced as soon as possible. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency based on analysis evidence indicating a high impedance battery (i.e. Memory review and/or battery testing). Investigation has determined the cause of the high impedance is a deficiency of the controls on the battery cathode component manufacturing process. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited disabled remote monitoring. Technical services (ts) indicated that device data was required to determine the cause and recommended if the patient was at risk of harm that the device could be replaced as soon as possible. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.